Event description:
It was reported that the 7700 system would not x-ray nor print images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and f2 and f3 fuses were replaced during the service call. The system was tested and found to be working as intended, and put back into service.